Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient rep reported that the patient would walk around then notice that they were having so much pain and patient would check the controller the controller says terminated. The issue began last monday. Patient rep also stated that after a couple days all of a sudden the controller would say terminated on the screen and there was no spinal stimulation working. Patient rep noted that the spinal stimulation was working but when the controller said terminated, there was no spinal stimulation working. Patient mentioned they controller on occasion probably now every 5 days or so craps out and says terminated. Patient rep mentioned that they contacted the medtronic representative and the representative told them to take the battery out and put it back in and reboot the controller. Agent asked and patient rep did not have the equipment at the time of call. Agent reviewed the meaning of terminated screen (49) and reviewed stimulation turns off manually when the implant is below 30%. Patient rep mentioned the patient got another remote that was sent to the patient before, agent offered to send a fedex label and patient mentioned they were not sure if they patient still has the extra remote. Patient rep will call back once they find the other controller to provide the serial number to send patient a fedex return label. Agent made an outbound call to patient rep to gather the name of the medtronic rep that was notified of the issue. Patient rep mentioned patient has arthritis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the controller saying terminated was determined. However, pt states they do not know the most likely cause, and they "pop battery from remote and try again." They now don't let the battery go below 40% charge. If it does, it then says terminated and the device shuts off and pain ensues. Pt clarifies that this was reported to manufacturer representative (rep) on 2026-mar-01. The issue has not been resolved.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep originally documented within this case called back stating that "terminated" continues to randomly display on the controller. Agent reviewed meaning of terminated message. Caller stated that the messages randomly appears even when the ins isn't being charged. Caller insisted that there is an issue with the controller. Agent reviewed information and sent a request to repair to replace the controller.